Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during an acl repair and the marking hook broke in half after it was locked into the tibia. The reamer was already engaged so the hook was removed and the case was completed with no further issues. The patient is fine to date.